Event description:
It was reported that during a robotic single anastomosis duodenal switch procedure that the device misfired. No further information was provided to the rep. Slr was being used with a competitor's stapler and reload. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4) date sent: 3/28/2025. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: no ethicon stapler or reload cartridges were used during this procedure. Stapler used with our slr was a competitors sureform stapler. First firing with green sureform reload with our slr. Stapler paused three times during firing and would not complete the firing sequence. Same stapler was reloaded with a black reload and our slr. Stapler again partially fired. The partial staple line from the black reload was cut out. Then the competitors stapler was again reloaded with a second black cartridge without slr and the device completed the firing sequence. The remainder of the firings were done with the same stapler, a black cartridges, and our slr to complete the procedure. Stapler would still paused while firing but completed the firing sequences. Patient developed a leak post op where the first firing with the green reload was used. Patient current status is unknown. Ethicon stapler was not used during this procedure. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Why does the surgeon believe that the buttressing material may have caused or contributed to the leak? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.